Manufacturer narrative:
Batch review performed on 03 october 2018. Lot 168115: (B)(4) items manufactured and released on 10 may 2017. Expiration date: 2022-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other components explanted during the revision: anatomical shoulder system 04.01.0089 double eccenter, lot 181485: (B)(4) items manufactured and released on 08 may 2018. Expiration date: 2022-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Anatomical shoulder system 04.01.0184 short humeral diaphysis - cementless - 11, lot 171545: (B)(4) items manufactured and released on 04 may 2017. Expiration date: 2022-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Anatomical shoulder system 04.01.0028 humeral anatomical metaphysis - cementless - 135° - 11, lot 167952: (B)(4) items manufactured and released on 28 march 2017. Expiration date: 2022-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Anatomical shoulder system 04.01.0094 metal humeral head ø48, lot 1710025: (B)(4) items manufactured and released on 23 april 2018. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On sep 7, 2018 we were informed that a revision surgery was planned for (B)(6) 2018 due to infection detected 2 weeks after a previous revision due to shoulder luxation. The revision was performed successfully. The pathogen results are not available.